Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device is not supported when attempting to connect to the alaris maintenance program was not confirmed or replicated during laboratory testing. The pcu was powered ¿on¿ on maintenance mode. No irregularities were noted during and after booting sequence. Alaris system maintenance (asm) v12.5.0 recognized the suspect pc unit s/n (B)(6) and no errors were observed. The suspect pc unit underwent preventive maintenance (pm) testing and passed all tests. A review of the error log identified a communication 600.6845 (cib connect failure) on 14jul2025 at 1:02 pm. The system is designated to display this error message when a network configuration is not recognized or when the wireless network card is failing on the pcu. The recorded malfunctions in the error log are related to the network communications card. See the log and decoded malfunction information for the noted error code below. A review of the suspect pcu event log showed that no infusions were programmed on the reported day. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. Service bulletin 653a lists the requirements and steps to configure bd alaris systems maintenance v12.5.0 software for compatibility with bd alaris pcu v12.3.2. The bd alaris user manual v12.3.2 provides a table listing the compatibility of the v12.3.2 products on the ¿product compatibility¿ section. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device is not supported when attempting to connect to the alaris maintenance program. There was no patient involvement.